Event description:
It was reported that the spinal cord stimulation (scs) patient experienced redness, swelling, and minor broken skin at the implantable pulse generator (ipg) site. Additionally, the ipg was tilted in the pocket site. Therefore, the patient was hospitalized and underwent a revision procedure during which the ipg was repositioned from the abdomen to the right upper buttock. The physician did not suspect infection as there was no pus when the pocket site was opened during the procedure however, the pocket site was swabbed for a culture to be taken. The culture results revealed no sign of infection. The patient has since been discharged from the hospital and is recovering at home postoperatively.